Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was urine leakage from the catheter. The point of the leak is unknown.

Event description:
It was reported that there was urine leakage from the catheter. The point of the leak is unknown.

Manufacturer narrative:
Per additional information received from the evaluation of the device, bard medical/bd has determined that the reported event was found to be exempt from reporting, per exemption e1998006.